Event description:
An insulet clinical services manager reported that the pt's wife called an ambulance at 4 am on (B)(6) 2012, due to her husband's blood glucose result of 35 mg/dl. She stated that he was combative. The pt's history the night before the event was reviewed with his wife by the csm. She reported that the pt had a substantial meal (estimated at 54 grams of carbohydrate) at 7:56 pm and took an insulin bolus (exact dosage not reported). At around 10 pm, his wife stated that they had some battered chicken and a margarita at home with no insulin bolus recorded for this meal. The pt is on pain medication which he takes 3 times/day, so his wife said he could have taken his pain medication with the alcohol. He was still hospitalized at the time of the wife's discussion with the csm; she described him as "not appropriately responsive." He is currently off of the device in the hospital and his last bg check was 247 mg/dl. Csm followed up with the pt's cde regarding this incident, who had information that the pt had taken lantus the evening of the event despite being instructed to discontinue it by his cde.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hypoglycemia and hospitalization. No product lot number was reported; therefore, no qualification records were reviewed. The omnipod user's guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia)," and "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." It advises "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspected that your blood glucose level is low, check your bg level to confirm." And "frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem."